Event description:
Patient had a leaking silicone gel implant that had to be removed due to rupture, (removal with capsulectomy). Patient tolerated the procedure well and transfered to rr in good condition.